Manufacturer narrative:
A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on medical record. An existing technical summary written by edwards lifesciences, which documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, there was no evidence of a product non conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 4 years 3 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve was reported to be failing'. Per medical record review, 'limited echo: ef 15%. Restricted leaflets, severe calcification'. Additional from medical record, patient had history of esrd (end stage renal disease), which is a known factor for tissue calcification. As such available information suggests that patient factors (esrd) may have contributed to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years 3 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve was reported to be due to calcification. Per medical records review, the patient was admitted for shortness of breath and thoracentesis with discussion for revision of the tavr valve. Thoracentesis was recommended as preparation for the tavr revision to optimize the patient status. However, during admission, the patient fell off a gurney while reaching for the phone that had fallen on the floor. The patient has a fractured femur with a scalp laceration, and it was decided the patient was too fragile and unstable for a valve in valve. Echo report two days later showed restricted leaflets due to severe calcification, and aortic stenosis of the bioprosthetic valve. The next day, the patient was found unresponsive and in pulseless electrical activity (pea). A code blue was called, and the patient expired. Per report, the cause of death was multisystem organ failure.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years 3 months post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve was reported to be failing. The failure mode was unknown at this time. Per medical records received, the valve presents calcification and the patient was scheduled for a valve in valve procedure.